Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship. During a diagnostic procedure, a screw (~10g) placed on the ceiling carriage cover became loose and fell. Even if some screws of the cover are missing/fall, the cover cannot fall off. If several screws were to come loose, it would be noticed by the operator. Therefore, a complete fall of the cover is improbable. As the system has already been repaired due to reactive service activity, a root cause analysis was carried out by simulation in the factory. If these types of screws are properly mounted, they are unlikely to loosen because the thread has a self-locking mechanism when screws are properly tightened. If the screws are not properly tightened, they may loosen and fall off when micro-vibrations occur. The most probable conclusion resulting from this simulation is improper workmanship during service. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure, the user reported that a screw came off which could have fallen within the sterile operating area. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.